Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional code added to h.6 health effect-impact code, corrected codes in h.6 type of investigation, corrected codes in h.6 investigation findings, corrected codes in h.6 investigation conclusions, and additional information added to h.10. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event of annular rupture was unable to be confirmed due to unavailability of medical records or imagery. A review of the device history record did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of instructions for use (IFU)/training materials revealed no deficiencies. Per the IFU, cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 ultra valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, per report the patient had a frail native annulus with bulky calcification. The balloon inflation with additional volume (2 cc) would have tended to intensify the force applied to the frail and severely calcified annulus, resulting in annular rupture. Per the edwards device and procedural training, "use caution with: porcelain aorta, calcification of native vasculature". As such, available information suggests that patient factors (bulky calcified native annulus) and/or procedural factors (overinflated balloon) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by an edwards lifesciences field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure, the operator oversized the 23mm sapien 3 ultra valve with volume added (+2ccs) to the inflation device. This resulted in an annular rupture. The patient was transfused. A drain was put in place and a sternotomy was not performed. Per the latest report, the patient is doing well post-procedure, but currently remains hospitalized.

Manufacturer narrative:
Thv/tvt registry. Investigation is ongoing. H3 other text : device remains implanted.